Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2 (correction): block h6 (impact codes) has been updated based on the information that was identified on february 5, 2026. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to third of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A third cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to third of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A third cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to third of four cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A third cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The device was returned without any visible signs of failure. During the functional inspection, it was extended and retracted using the 10-inch loop fixture, and the loop operated properly. Additionally, the device was manually actuated and no difficulty in actuation was observed. No other problems with the device were noted. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of snare loop cutting problem was not confirmed. It was determined that the device had no visible issues or damage. The device underwent functional testing, during which the loop extended properly without any issues. Additionally, the device was manually actuated using the snares retroflex fixture, and no difficulty was observed during actuation. The returned unit did not exhibit the alleged issue or any defect that could have contributed to the reported event. It was found that the loop was able to extend and retract properly in the 10-inch loop fixture. However, because the devices cannot be functionally tested in a way that replicates the anatomical or procedural conditions encountered during actual use. Additionally, the as-reported patient codes 'hemorrhage, minor' and 'tissue damage' will be classified as known inherent risk of device, as these conditions are identified in the IFU as potential adverse events. Finally, the as-reported impact codes 'minor injury/illness/impairment' and 'prolonged episode of care' will be classified as adverse event related to procedure, since the adverse event resulted from issues encountered during the procedure. Based on all available information, the probable root cause assigned is unable to exclude device problem.